Event description:
During the procedure, difficulty was experienced while extending the right ventricular (rv) lead's helix and the rv lead was not used. Additional information was requested, but is not available.

Manufacturer narrative:
Additional information: the reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with dried blood/ tissue. Diagnostic imaging examination found the inner coil overtorqued in the connector region, consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque inner coil in the connector region.